Manufacturer narrative:
A4 - weight: 160 (unit not provided). H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes reported that he experienced 2 cleo's that did not stick. The pwd attempt to place sites on buttocks. He was able to successfully place new site on back of upper leg. Replacements has been processed. The infusion set was loose and leaking. There was patient involvement/ no harm reported.